Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The definitive etiology of the serious adverse event(s) is currently unknown; therefore, causality cannot be firmly established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Nevertheless, no reported fresenius device(s) and/or product(s) malfunctions, and the patient continues to utilize the same liberty select cycler reported without issue. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the limited information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by its continued use by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, clamminess, shakiness, and cloudy peritoneal effluent fluid. The patient was admitted, and peritoneal effluent fluid cultures were collected (positive for klebsiella). The patent was treated with cefepime 1000 mg daily for 14 days and is recovering from the serious adverse events. The pdrn stated the cause of the serious adverse events is unknown, however the pdrn¿s written response indicates there was no fresenius device(s) and/or product(s) involvement. Follow-up cultures are scheduled to be drawn on (B)(6) 2025. Follow-up with the patient revealed he is feeling better and continuing to undergo ccpd for rrt utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, clamminess, shakiness, and cloudy peritoneal effluent fluid. The patient was admitted, and peritoneal effluent fluid cultures were collected (positive for klebsiella). The patent was treated with cefepime 1000 mg daily for 14 days and is recovering from the serious adverse events. The pdrn stated the cause of the serious adverse events is unknown, however the pdrn¿s written response indicates there was no fresenius device(s) and/or product(s) involvement. Follow-up cultures are scheduled to be drawn on (B)(6) 2025. Follow-up with the patient revealed he is feeling better and continuing to undergo ccpd for rrt utilizing the same liberty select cycler without issue.